Manufacturer narrative:
Information on the patient's weight was not supplied by the customer. Beckman coulter (bec) customer technical support (cts) assisted in troubleshooting. The customer reported that the aspirate probes which were on the system during the generation of the elevated results and the failing system check had a brown residue. The customer changed the aspirate probes and achieved a passing system check. The customer also performed a 15 replicate precision run which passed specifications. Consultation with the customer revealed that the access vitamin b12 assay is run on this system and the recommended special clean is not being performed. The access 2 immunoassay system operator's guide (B)(4) requires the special clean routine be run on systems processing the access vitamin b12 assays. The special clean instructions were faxed to the customer and will be implemented as part of the laboratory's corrective action for this event. In conclusion, the cause of the non-reproducible accutni+3 and access ck-mb results is use error in not performing the special clean routine required for optimal aspirate probe function when running the access vitamin b12 assay. Beckman coulter (bec) internal patient identifier for this report is (B)(4) associated mdrs: 2122870-2015-00072; 2122870-2015-00073.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (accutni+3) results for four patients on their access 2 immunoassay system (serial number (B)(4)). A non-reproducible elevated access ck-mb (creatinine kinase mb) result was also obtained on one of these patients, (designated as patient 4).the results were released from the laboratory. The customer reanalyzed all of the patient samples on the same access 2 immunoassay system and obtained results within the customer's normal reference range. Two of the patients (patients designated as patient 1 and 4) were transferred to an alternate facility. The physician noted that these patients would have required care at the alternate facility based on other diagnostics and clinical presentation. There was no change to treatment associated with the non-reproducible elevated accutni+3 and access ck-mb results for these two patients. One patient (designated as patient 2) was admitted to the hospital for observation. MDR 2122870-2015-00072 addresses the change in treatment associated with the non-reproducible elevated accutni+3 result obtained. A second patient (designated as patient 3), was transferred to an alternate facility. No further information is available. MDR 2122870-2015-00073 addresses the change in treatment associated with the non-reproducible elevated accutni+3 result obtained. Accutni+3 and access ck-mb calibrations, and quality control (qc) passed specifications. System check before the event recovered within instrument specification. A system check performed after the event failed, due to an elevated washed parameter. The patient samples are collected in lithium heparin tubes and centrifuged at 3143 rpm (revolutions per minute) for 5 minutes. No sample integrity issues were noted.